Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement less than 200 ohms on the atrial channel with the pacing system analyzer (psa). Additionally, noise was oversensed which resulted in pacing inhibition. Fluoroscopy noted damage to the lead which appeared to be separated; however, a fracture was not confirmed. A revision procedure was performed and the competitive atrial lead was removed from service and replaced. This device remains in service. No adverse patient effects were reported.